Event description:
Following a carotid stenting procedure, the patient had increased weakness on the left side and increased neglect and aphasia. Follow-up imaging revealed new right hemispheric infarcts as well as left hemorrhagic conversion of a prior infarct. The patient is a male patient with a history of three previous cea's who presented to another hospital several days prior to admission with the acute onset of left-sided weakness of arm and leg and was found to have a stroke. The patient had predominantly language and motor symptoms. He was discharged on aspirin and was taking aspirin prior to this admission. The patient was improving until he became confused and had a recurrence of left-sided weakness, which was worse than before. The patient was admitted to the stroke service and underwent a cta of the head and neck which revealed a right carotid occlusion, and a left high grade internal carotid artery stenosis, which was confirmed by a cerebral angiogram. A 2-d echo was performed and showed no thrombus present and an ejection fraction of 55-60%. It was decided that the best course of action was carotid stenting. The patient was enrolled in the sapphire study. The target lesion location was the mid left internal artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 5.91mm. Target lesion diameter stenosis was 70% with lesion length 6.4mm. Total length of stented segment was 30.0 geometry of the target lesion was ulcerated. An angioguard distal protection device was positioned beyond the lesion. The lesion was pre-dilated. A precise stent was successfully placed in the lesion. There was no malfunction with the stent. The angioguard was retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device.

Manufacturer narrative:
The patient tolerated the procedure well; however, following the procedure, the patient had increased weakness on the left side and increased neglect and aphasia. Follow-up imaging revealed new right hemispheric infarcts as well as left hemorrhagic conversion of a prior infarct. The patients plavix and aspirin were held and the patient remained stable. As the patient's condition improved, medications were restarted. The patient's exam at the time of discharge is significant for some left-sided neglect, weakness in the leg. The patient had some extension in the left arm. The patient's verbal skills improved, although there is still some deficit. The patient was discharged five days after the index procedure with aspirin and clopidogrel prescribed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.